Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging acute inhalation injury, respiratory arrest, respiratory illness, general irritation, and copd exacerbation. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Due to no device information being provided, the exact recall number is unknown, therefore the most likely recall number is reported on this report.

Manufacturer narrative:
Additional information (material number and UDI) received and updated in this report. Previously manufacturer missed to capture 510k number and manufacturer date and it has been updated in this report. Box b: adverse event or product problem updated as both. Box d: model number, catalog item identifier and UDI updated.